Event description:
Hernia repair - 24hrs post surgery there was a gush of fluid from wound. This got worse and pt was taken back to theatre. The eptfe side of the mesh was found to be stuck to a hole in the bowel (unknown it if this was a hole that had come undone having been repaired or one that had been missed during initial surgery). The mesh was removed and the bowel repaired. Pt is now left with a controllable fistula.